Manufacturer narrative:
The actual device was not available; however, two (2) photographs were received for evaluation. Visual inspection of the photographs observed that the patient connector was separated from the patient line tubing caused by an incomplete heat seal bead. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low recirculation volume apd set with cassette separated between the tubing and the patient line connector which resulted in a leak. The separation was discovered after approximately six cycles into peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available